Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer failure. The issue was with the g4_main drawer 5, and the error message displayed was 'required maintenance. Upon checking in rss, a hardware failure message was observed: hardware activity-explicitly failing storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) replaced latch due to missing magnet, checked connections and removed medications from underneath cubies. The system functioned as intended after the field service engineer repaired the device.